Manufacturer narrative:
(B)(6) 2013 - this lead was returned. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to the patient having twiddler's syndrome which dislodged the lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.